Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd facile ¿ protector p50j there was an issue with a broken expansion chamber. It was stated ¿when dissolving treakisym, the bladder didn't inflate. Also when drawing the drug, it didn't inflate.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: expansion chamber does not work the sample was evaluated by jfr lab (report received on (B)(6) 2018). According to the report: visual inspection shows no defects. At first attempt, the bladder didn't inflate properly. The protector was reconnected using the assembly fixture, and later, as shows picture number 5 in report, the expansion chamber worked properly. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: - it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. -visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. - overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. - film breakage test: the expansion film of the bladder must break at minimum pressure (0, 8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. - functionality test is performed to ensure properly work of the protector. - hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Investigation conclusion: in this case, it is explained that the rubber stopper is too thick to see the needle. It seems that the protector was not properly connected to the vial and that the thickness of the rubber stopper makes more difficult the properly work of the protector. Once reconnected, the protector worked properly. As it is explained in complaint (B)(4), no issues were found in the retained samples and no non-conformances were found in DHR. The most possible root cause is a bad connection/use of the device. To take into account: in case of the protector is used more than once, liquid of the vial can be accumulated over the filter oversaturating it. An overpressure is created around the hydrophobic filter and no air can be released to the expansion chamber. This can produces significant resistance to inject the air into the vial. On the other hand, in case of liquid was accumulated in the internal face of the vial rubber stopper, it can pass through the protector cannula and be accumulated over filter causing the same effect (resistance to inject the air and leaks into the expansion chamber in case of overpressure). It is recommended to carefully follow the instructions explained in the IFU.